Manufacturer narrative:
(B)(4). Initial reporter email: (B)(6).

Event description:
The customer reported to olympus that the evis lucera gastrointestinal videoscope forceps opening was blocked due to histo acrylic adhesion. The device problem was observed during a hemostatic procedure. The procedure was completed without any delay using the same device. There were no reports of patient harm associated with this event. Upon inspection and testing of the returned device, a foreign object was found inside the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed that foreign matter remained in the air/water nozzle and the forceps channel. The foreign body in the nozzle and forceps channel was identified as histoacryl (a binding agent for promoting intravascular embolization). It is likely that reprocessing was not carried out according to the instructions for use (IFU), so the substance adhered during the case became a lump and clogged. It was confirmed that there was no deformation of the air/water nozzle and the forceps channel. It was confirmed that it was unclear whether reprocessing was being implemented according to IFU. Olympus will continue to monitor field performance for this device.